Event description:
Device malfunction: foot break. Time of malfunction: unk. Symptoms/ae: none. It was reported that a physician attempted right femoral arteriotomy closure using a proglide device after an unspecified procedure. A cuff miss occurred and hemostasis was achieved with another proglide device. During device eval on 02/05/2008 a posterior foot break was found. There was no advere pt effect. No add'l info was provided.

Manufacturer narrative:
Eval summary: the entire suture was returned outside of the device with a damaged posterior needle attached. The barb of the posterior needle was severely damaged. The suture (link) was pulled from the posterior cuff. A posterior foot break was found that directly caused the link to detach from the posterior cuff during plunger retrieval. No mfg issue was detected and we were not able to determine the root cause for the foot breakage based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.